Event description:
The initial reporter alleged reactive results for two patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. For patient 1, an initial sample tested on (B)(6) 2023 using the hiv duo assay on a cobas e 801 module yielded a reactive result of 314 coi. A re-test of a second sample on (B)(6) 2023 using the hiv duo assay on the cobas e 801 module yielded a non-reactive result of 0.098 coi. Additionally, an edta sample from the same patient tested on (B)(6) 2023 on the cobas e 801 module also yielded a non-reactive result of 0.0891 coi. For patient 2, an initial sample tested on (B)(6) 2023 using the hiv duo assay yielded a reactive result of 286 coi. A re-run of the same sample on the same day yielded a non-reactive result of 0.102 coi. It was noted that all discrepant reactive results occurred when samples were processed on the p612 instrument, whereas samples directly loaded onto the cobas e 801 module did not show discrepant reactive results.

Manufacturer narrative:
The reported event involved a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of quality control data indicated some outliers; however, the overall performance of the assay was consistent with expected parameters. No calibration data was provided to support further analysis.